Event description:
Impella cp was inserted via the right femoral artery in a 52-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs) following cardiac arrest. The patient's comorbidities included coronary artery disease and diabetes mellitus. The patient¿s clinical state prior to initiation of support was reported as society for cardiovascular angiography and interventions (scai) shock stage d. The patient required inotropic support, vasopressor therapy, and respiratory support prior to and during impella cp support. The impella cp was utilized as a bridge to planned coronary artery bypass grafting (CABG). It was reported the patient experienced a cardiac arrest while playing roller hockey and was subsequently found to have multiple coronary artery blockages. Due to the severity of coronary artery disease and clinical presentation, the treating physicians elected to defer stent placement and pursue coronary artery bypass grafting. Impella cp support was initiated to provide hemodynamic support during stabilization. The patient remained on impella cp support for approximately five days, exceeding the indicated duration of support for the device. During support, the impella cp was reported to perform as intended. The purge solution consisted of 5% dextrose in water with 25 milliequivalents sodium bicarbonate. Neurological deficits were reported following the cardiac arrest, with the treating team attributing the deficits to prolonged anoxic injury resulting from the pre-implant cardiac arrest. The patient was successfully weaned from impella cp support. At the time of reporting, the patient remained hospitalized awaiting neurological recovery prior to planned coronary artery bypass grafting. Based on the available information, the impella cp functioned as intended throughout support with no evidence of device malfunction or performance issue. The impella cp is conservatively being reported for the cerebrovascular injury and subsequent anticoagulation needs, however, the neurological deficits are most likely attributable to the prolonged anoxic event associated with the cardiac arrest that occurred prior to impella implantation. Additionally, the reported use of rivaroxaban (xarelto) was described as medical management for the patient¿s underlying cardiovascular condition and planned coronary artery bypass grafting and is not related to impella cp performance. The patient was successfully weaned from impella cp support, and the post-procedure outcome remains ongoing.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.